Manufacturer narrative:
It should be noted that the thv was deployed in a pre-existing mitral ring. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy.  The device is not available for evaluation as it remains implanted in the patient. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, native valve leaflet interference with flow and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the central regurgitation was the patient¿s native anterior mitral leaflet to deflect blood flow, which caused the bioprosthetic leaflet to not close properly. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), per article "the rare complication of transcatheter mitral valve-in-ring procedure not only left ventricular outflow tract obstruction counts", after the implant of a 29 mm sapien 3 valve in a 32mm surgical ring in the mitral position, intraoperative tee revealed severe central mitral regurgitation secondary to a prolapsing native anterior mitral leaflet into the s3 and mild paravalvular leaks. After discharge, the patient remained symptomatic, and several weeks later, it was decided to surgically remove the anterior prolapsing mitral leaflet by an aortic approach. The patient subsequently improved and remained asymptomatic.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.